Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to pain and instability. A 1 x 9 poly insert was swapped for a 1 x 11 poly insert. Rep confirmed that no further information would be released by the hospital or surgeon.